Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7232cx implantable cardioverter defibrillator, (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a suspected subclavian crush of the conductor and the high voltage impedance was high. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.